Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a bracket stuck in forceps channel. This issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, h2, h3, h6 & h11 based on the results of the investigation, olympus confirmed foreign material was removed from device. It is likely the following led to the malfunction some kind of stress such as damage or deterioration of parts, and interoperability problem a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.